Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2022, to explant the device due to it being loose. The patient was re-implanted during the same surgery.